Event description:
It was reported that the customer's insulin pumped had cracked at the reservoir compartment. The customer's blood glucose was 306 mg/dl. The customer treated himself with a manual injection. It was stated that the customer's insulin pump damaged probably occurred when the insulin pump was dropped or bumped. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Passed displacement test, rewind test, basic occlusion test, prime/force sensor system test, occlusion test and excessive no delivery test. Broken reservoir tube lip noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.